Event description:
It was reported that the day after implant, the atrial lead was found to have dislodged. The lead was repositioned. A month later, the lead exhibited a loss of capture and was found to have dislodged once more. The lead was explanted and replaced. During the replacement procedure, the lead insulation was damaged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 lead, implanted: 2014. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. No anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage.